Event description:
It was reported that during implant of the intraocular lens (iol) that the patient''s capsular bag broke. Further, it was reported that the lens was cut out and replaced without any adverse effects.

Manufacturer narrative:
(B)(6). (B)(4). Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
One half of the intraocular lens (iol) was received for visual inspection. There was evidence of ophthalmic viscoelastic on the lens. Based upon the incomplete lens, we were unable to perform a comprehensive inspection of lens condition. Prior to release to market, the iol met all manufacturing specifications. All pertinent information available to the manufacturer has been submitted.